Manufacturer narrative:
Citation: marino m et al. The evolution of echocardiographic type and anesthetic technique for transcatheter aortic valve replacement at a high-volume transcatheter aortic valve replacement center. J cardiothorac vasc anesth. 2019 jan; 33 (1):2 9-35. Doi: 10.1053/j.j vca.2018.06.022. Epub 2018 jun 30. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the progression of the transcatheter aortic valve replacement (tavr) procedure by examining the utilization of transesophageal echocardiography versus transthoracic echocardiography and general anesthesia versus conscious sedation over a three-year period. All data were collected from a single center between march 2014 and august 2017. The study population included 307 patients (predominantly male; mean age 82 years; mean weight 80 kg), an unspecified number of which were implanted with either a medtronic corevalve bioprosthetic valve, a medtronic evolut r bioprosthetic valve, or a medtronic evolut pro bioprosthetic valve. No serial numbers were provided. Among all patients, 15 deaths occurred within 30 days of the tavr procedure. Multiple manufacturers were noted in the literature; based on the limited available information, medtronic product did not cause or contribute to these deaths. Among all patients, adverse events included: femoral artery injury requiring open repair, cardiac tamponade, and hemodynamic collapse after balloon aortic valvuloplasty. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between medtronic product and the observed adverse events. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Additional information received from the physician/author stated that medtronic product did not cause or contribute to the observed adverse events. If information is provided in the future, a supplemental report will be issued.